Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tubing kinking on top of drainage connection.

Event description:
It was reported that the foley tubing kinking on top of drainage connection.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with an inlet tubing, sample port connector and foley catheter 0165l16. Visual inspection of the sample noted a kink in the middle of the inlet tube. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.